Event description:
The patient reported that her blood glucose elevated to 450 mg/dl in 2007, at 6pm. Her normal blood glucose level is below 180 mg/dl. She stated she felt dizzy, confused, thirsty, and was vomiting. She bolused 6 units of insulin through her infusion device and her blood glucose lowered to 380 mg/dl. Two hours later her blood glucose lowered to 260 mg/dl. She tested in the middle of the night and her blood glucose had elevated to 411 mg/dl and she bolused 5 units of insulin. Five hours later her blood glucose measured 455 mg/dl and she again bolused. When she woke up her blood glucose measured 386 and she ate and bolused 4.5 units of insulin. Her blood glucose elevated to 390 mg/dl then lowered to 380 mg/dl she then injected 4 units of insulin via syringe and her blood glucose lowered to 180 mg/dl. She stated that she changed her insulin cartridge and infusion site and the cannula of the infusion set was kinked. She stated that she had used an area near her back that she had never used before. Upon follow up four days later, the patient stated that she had recently been sick and she believed that caused the elevated blood glucose and her readings are slowly getting better. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.